Manufacturer narrative:
Correction: device code - corrected.

Event description:
During the procedure, a retriever was used for a left middle cerebral artery (l-mca) occlusion. One pass was made with this retriever. After deployment, the retriever became stuck and the physician could not withdraw the retriever from the vessel. The retriever was withdrawn with force and the patient experienced a temporal decline in blood pressure. The patient expired two days post procedure due to cerebral hernia. The physician believes that the patient's outcome is a natural course of cerebral infarction.

Manufacturer narrative:
Device has been disposed.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient complications and death are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure a retriever was used for a left middle cerebral artery (l-mca) occlusion. One pass was made with this retriever. After deployment the retriever became stuck and the physician could not withdraw the retriever from the vessel. The retriever was withdrawn with force and the patient expereinced a temporal decline in blood pressure. The patient expired two days post procedure due to cerebral hernia. The physician believes that that the patient's outcome is a natural course of cerebral infarction.

Event description:
During the procedure a retriever was used for a left middle cerebral artery (l-mca) occlusion. One pass was made with this retriever. After deployment the retriever became stuck and the physician could not withdraw the retriever from the vessel. The retriever was withdrawn with force and the patient experienced a temporal decline in blood pressure. The patient expired two days post procedure due to cerebral hernia. The physician believes that the patient's outcome is a natural course of cerebral infarction.